Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was on a black screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed black screen. A field service engineer (fse) opened back panel and began power cycling station while unplugging pyxis cable for each drawer in the main until drawer with issue was identified. Further, the fse replaced full height controller board of full height drawer 4 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.